Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: as per the investigation procedure creases, particles, broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported right side device rupture. The device has been explanted.